Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed the implant was observed implanted and broken in two fragments from the distal center area. Consequently the reported condition can be confirmed. With the information provided is not possible to determine a complete potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the va-lcp condylar plate 4.5/5.0 r 18ho l37 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 02.124.418s, lot number: 30p7327, manufacturing site: mezzovico, release to warehouse date: 24 dec 2019, expiration date: 01 dec 2029. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a1, a2 (date of birth), b5, b6, b7, d6a, d6b and d10 corrected. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review part number: 02.124.418s lot number: 30p7327 manufacturing site: mezzovico release to warehouse date: 24 dec 2019 expiration date: 01 dec 2029 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: it was reported that on (B)(6) 2023 the patient underwent surgery for osteotomy of the right knee due to an insertion gonarthrosis with axis abnormality. On (B)(6) 2024 plate had broken and the patient presented with intense pain and required a revision surgery for a new plate with an additional intramedullary nail. On (B)(6) 2024 the patient underwent a removal of the plate with 2 broken screws and a redo osteosynthesis with an intramedullary nail and plate and screw was performed due to a non-union femur on the right.

Event description:
It was reported that on (B)(6) 2024, patient underwent revision surgery due to intense pain. Patient was originally treated for femur fracture on (B)(6) 2023, using a a va-lcp condylar plate. On (B)(6) 2024, the patient presented with pain and the plate was identified as broken. Patient was revised to a new plate with an additional intramedullary nail. This report is for a 4.5mm va-lcp curved condylar plate/18hole/370mm/rt-ster.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.